Event description:
Consumer complaint of low blood glucose results. Results from memory were 99mg/dl, 106mg/dl, 105 mg/dl. Caller states his glucose is normally 115mg/dl - 120mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).